Event description:
It was reported the lead had low sensing values for a long time. The lead was removed and replaced and it was noted that there was no evidence of a lead integrity problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) no anomalies found. The full lead was returned and analyzed.